Manufacturer narrative:
The customer¿s report that an infusion of epinephrine was found off at 0100 on (B)(6) 2016 could not be confirmed. The log analysis showed that at that time the syringe pump module was actively infusing at the rate of 0.72ml/hr. The volume infused data was cleared at 2:19am. The log analysis showed the occurrence of a channel disconnected error event on (B)(6) 2016 at 9:16pm that involved the syringe pump module which was infusing epinephrine. The error was acknowledged and the infusion was restarted an hour later. Testing and inspection found the left iui connector on the pcu to have contamination/corrosion on pins. The channel disconnect error event was duplicated when the returned syringe pump module was attached to the left iui connector on the pcu. The investigation could not ascertain the actual system setup configuration which was in use during the reported event. The root cause for the customer¿s reported incident could not be definitively identified however the pcu did exhibit continuity related issues from contamination / corrosion found on the left iui connector pins.

Event description:
The customer reported that a device with an epi infusion was found turned off unexpectedly at 0100. The clinician calculated the device had been off for 30 minutes based on the volumes infused and remaining. The customer reports that there was no effect on the patient from this event.